Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Head has snapped and bristles have broken off in mouth-oral-b/power oral care refills [device breakage]. Case narrative: consumer reported over e-mail that toothbrush head has snapped, and bristles have broken off in consumer's mouth. No injury reported.